Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor fill. (B)(4).

Event description:
Costume reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 98, 76 and 87 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 115 mg/dl and 110 mg/dl within the expected range. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (customer had difficulty reading the dates and times): (B)(6).